Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. Bg was addressed via manual insulin injection. Reportedly, the pump was charging during the event. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.